Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that on the first firing, the device stapled but did not cut. On the second firing, the staples were malformed. The malformed staples caused bleeding. There was no pt consequence.

Manufacturer narrative:
D6: device returned with no lot ID. H6: bent knife. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: lockout position, fired; cartridge condition, fully fired; cartridge return batch number, k00v3a. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, condition of short rack, and condition of yoke, good; and was instrument cycled, yes. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "stapled but did not cut" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.